Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a myomectomy the blade tip broke off into the patient. The doctor was able to retrieve the piece during the procedure. The procedure was completed using another instrument with no consequence to the patient. Device discarded